Event description:
It was reported that the patient stated the clasp and lock out mechanism is broken.

Manufacturer narrative:
It was reported that the patient stated the clasp and lock out mechanism is broken. The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturing testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.